Event description:
It was reported that the ventricular sensing threshold had decreased and capture threshold had increased. Noise was also reproducible when the patient performed isometric exercises. Fracture was suspected. Hv therapy was programmed off until a replacement procedure could be performed.

Manufacturer narrative:
No medwatch form was received.